Event description:
It was reported by the consumer that he had a ventral hernia repair (B)(6) 2007 and mesh was implanted. The patient states that he has experienced stomach aches, pain, sweating, and additional hernia like symptoms. He states that he required additional surgery on (B)(6) 2012 and (B)(6) 2013, to remove fragments of the mesh. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.